Manufacturer narrative:
Additional information: the device was not returned for evaluation; however, customer provided photographs were evaluated. Two of the photos show the alleged suspect handpiece. The plunger rod appears fully advanced,. And ophthalmic viscoelastic device (ovd) residue appears present in the cartridge. No further issue with the handpiece were observed. The other two photos display the alleged suspect lens in a sterilization pouch. A mark could be observed on the iol optic. Based on the quality of the photos, no further issues could be identified with the iol. No further evaluation was performed. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Unknown, information was requested but not provided. If implanted, give date: not applicable as the iol was not implanted. If explanted, give date: not applicable as the iol was not implanted. Therefore, not explanted. Phone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was arrived damaged in the cartridge. The account did not have a lens to implant therefore reoperation was done to perform new calculation to implant a non-johnson & johnson lens as a replacement. The lens was partially inserted into patient¿s right eye when the issue was noticed. There were no surgical and/or medical interventions and no hospitalization required. There was no patient injury or harm reported. Patient outcome reported as s-bio calm eye, transparent cornea, negative sydell, anterior chamber formed with an air bubble, iol okay. The patient will be seen in 30 days or earlier, if necessary. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: dec. 4, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the lens reveal that it was coated in viscoelastic residue. The lens was cleaned and observed to be torn with scratches on the lens and haptics. The plunger rod tip was observed to be damaged. The cartridge was inspected and ovd was observed to be disbursed throughout the cartridge. Ovd was also observed inside and underneath the lens module indicating that an excessive amount was used. The handpiece was disassembled and no issues that could cause or contribute to the complaint issues were observed. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.